Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. There was no damage at the weld. The distal clevis was cut off in-house for inspection and found that there is insulation damage to t conductor wire. The root cause of thermal damage instrument monopolar yaw pulley is typically attributed to misuse. Additionally, the instrument was found to have thermal damage on the distal clevis and thermal damage on the proximal clevis and the distal idler pulley. There was no damage found at the weld. The permanent cautery hook was found to have thermal damage on the conductor cap and damage of the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were not found to be exposed. The instrument was found to have a missing ceramic sleeve. The ceramic sleeve was not returned with the instrument. The instrument was also found to have the hook melted. The instrument's hook was compared to an in-house instrument and the size of the end of the hook is much smaller. The root cause of all these failures is attributed to misuse. No image or procedure video was provided for review. A review of the instrument log for the permanent cautery hook (part# 470183-14 / lot# n12210927 / sequence# 0195) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 1 use remaining. This complaint is being reported based on the following conclusion: the permanent cautery hook instrument was found to have thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was "not working". There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.